Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while their vela ventilator was in use with a patient when the device was noisy, vibrating, and displayed a "xdcr fault" error message. The ventilator was switched out and there was no patient harm or injury.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was determined to be failed auto-zero solenoids that were slow to respond.